Event description:
The patient said that her v-go fell off after wearing it for about an hour on the back of her arm. Patient said she thought the adhesive wasn't strong enough. Patient stated she threw the device away.